Manufacturer narrative:
Although requested, patient demographics not provided. Concomitant medical products: 250ml baxter bag, lot dr18f15096, intravia container. The customer¿s report of a leak was confirmed. Functional testing observed leakage from the top of the silicone segment. Closer inspection under magnification observed a leak due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The cause of the leak is a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
The set was received unexpectedly with a report that it leaked, potentially from a crack or flush. Although requested, no further information was received.